Manufacturer narrative:
Concomitant medical products: product ID: 8832, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that after a month of being on prialt, the patient was ¿talking to people that weren¿t there, seeing things that weren¿t there and was having full blown hallucinations.¿ the patient stated that he was hospitalized (in a mental psychiatric unit/addiction detox unit). The patient stated that at first they thought it was an opiate issue. They reportedly ¿took the opiates out of the equation¿ and the patient was still having hallucinations, and ¿at first thought he was losing his mind;¿ but then ¿upon further investigation realized that the common side effect of the prialt was psychological.¿ the patient stated had he known the side effects of prialt he ¿probably wouldn¿t have done it.¿ the patient stated he was taking entirely too much opiates at the time and noted he had been opiate addicted. The patient mentioned that he would tell the healthcare professional (hcp) that it wasn't working when it was. The patient stated that the pain pump did help alleviate his lower back pain within two weeks but he told his hcp that it didn't work because the patient didn't want the opioids to stop. The patient stated once they filled the pump with saline he was able to get back to where he needed to be. The pump was currently used to infuse saline. No intervention reported for this event. Follow up was being conducted for further information but had not yet been received. If additional information is received, a follow up report will be sent.